Event description:
It was reported on (B)(6). 2022, the spring wire guide (swg) was bent/kinked prior to use on the patient. A new guide wire was used. T here was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows a guide wire inside its advancer tube and containing one kink near the distal end. The customer also returned one guide wire and the product packaging for analysis. The guide wire was returned in its advancer tube; however, the straightener tube and guide wire cap were not returned. No signs of use were observed on the returned guide wire. Visual analysis revealed that the guide wire contained one kink towards the distal end. The location of this kink would have been within the straightener tube, protecting it from damage. No damage was observed on the returned tray. Microscopic examination confirmed both welds were present and spherical. Visual analysis could not be performed on the guide wire cap nor the straightener tube as they were not returned for analysis. The kink on the guide wire measured 53mm from the distal weld. The guide wire total length measured 456mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.852mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "insert desired tip of spring-wire guide through the introducer needle or catheter into vein." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Warning: do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kink would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on 23sept2022, the spring wire guide (swg) was bent/kinked prior to use on the patient. A new guide wire was used. T here was no patient involvement.